Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a button error alarm and was not able to clear due to buttons not responding. Customer reported that insulin pump stated that buttons were pressed for more than three minutes. Customer's blood glucose was 106 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarms were noted. However, the pump had no button response due to corroded keypad traces. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.